Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly primary surgery was (B)(6) 2016. The surgeon found that there were cup dislocation and screw breakage. So the surgeon performed revision surgery on (B)(6) 2016. Surgeon's observation in the surgery was that there was like metallosis because the neck and the tissue changed to black. The parts are not consignment parts.